Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with performing pump reset, did not experience repeat of malfunction after reset, was advised to continue using pump and to call back if issue recurred, and confirmed understanding of instructions. Cts to replace pump. Customer will continue to use current pump.